Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The paddle was noted to have damage and displaced electrodes. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wires is consistent with damage during use.

Event description:
This event is being reported based on the analysis of the returned device.